Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Update: patient was revised on 10/7/2015.

Event description:
Index surgery: (B)(6) 2014. Non-revision of right shoulder components due to aseptic loosening. This event report was received through clinical data collection activities.update: patient was revised on 10/7/2015.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2014. Non-revision of right shoulder components due to aseptic loosening. This event report was received through clinical data collection activities.